Event description:
It was reported that during aveir leadless pacemaker implant procedure, poor electrical values were noted. Upon repositioning, it was noted that the patient had sustained ventricular tachycardia/fibrillation and the patient's vitals became unstable. The procedure was abandoned, and external defibrillation was performed. It was noted that the patient deceased. There were no allegations from the physician that the implant procedure directly caused the patient's death.